Event description:
On (B)(6) 2012, the patient was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2012, a computed tomography revealed a type ii endoleak and approximately 1.5cm of aneurysm growth. On (B)(6) 2012, an embolization procedure was performed using onyx coils into the patient's lumbar arteries, accessory renal arteries and the aneurysm sac to treat the endoleak. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and/or require intervention include, but are not limited to endoleak. Please note additional devices implanted and related to this event: (B)(4).